Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level was 379 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer states the they have a blank display screen and physical damage to the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected blank display was noted. The insulin pump passed the displacement test and the off no power test. The insulin pump was received with a high idle currents due to moisture damage to the electronic assemblies. Moisture damage was also noted to the motor. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.